Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer was overfilling cartridge, customer technical support educated customer that cartridge can only hold 300units of insulin. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.